Manufacturer narrative:
Expiration date unk as lot # is unknown. UDI # unknown as lot # is unknown. Unk as lot # is unk. (B)(4). The event is currently under investigation.

Event description:
There was an adverse event, the cause is likely to be an arterial tear. There was a drop in blood pressure. The patient was taken for surgery. The patient is alive and in cardiac intensive care. Additional information has been requested.